Event description:
Pt reported that the strip vial label, as well as the strip's outer packaging, lists the expiration date as 9/30/2005. However, based on the strip lot number, the expiration date should be 9/30/2003. A request was made for the return of the suspect product and replacement product was shipped.